Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer would not power on, it did not power up with the provided radiofrequency programmer head plugged in. The comment of external damage could not be confirmed, though it was noted that all six hinge plate screws were missing so they were installed and secured. Analysis also noted that one flex tape guide was broken, the left keyboard hinge was broken and the left display latch was difficult to open and therefore foreign material was removed from it. All found defective parts were replaced. (B)(4).

Event description:
It was reported that the programmer would not boot up or power on. It was also noted that external body damage needed to be repaired. The programmer was returned for repair. There was no patient involvement.